Manufacturer narrative:
One (B)(4) 20mm continuous loop endobutton returned. The complaint stated: ¿during the surgery the loop was broken.¿ the complaint was visually confirmed. The loop has been severed across all fibers. The product was used. Due to the nature of the textile filaments being extremely fine, finesse and care with handling is necessary. The anchor component is quite damaged. The condition is consistent with being nicked and gouged with another particularly sharp instrument such as the related drill. This would easily sever the filaments as well. No root cause related to the manufacturing process was confirmed.

Event description:
It was reported that during the surgery the loop was broken. No patient injury or other complications were reported. Back-up device was available to complete the surgery. Delay greater than 30 minutes was reported.